Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 432 mg/dl as a result of the transmitter experiencing issues. Troubleshooting was not performed because the customer tossed the items. The insulin pump will not be returned for analysis.